Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient stated they were having inaccuracies on the dexcom and indicated she was making life altering medical decisions due to this issue. She stated she treated for low glucose values that were displaying on the dexcom earlier in the night; however, the bg meter was reading 317 mg/dl. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.